Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 visual examination of the returned product identified superficial scratches and discoloration are present on the stem, porous coating, and ha coating from use in the field. No other damage was noted. Where measured, the device was conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. No problem was found with the returned device. The stem measured conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem. The reported product has been returned for a technical evaluation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon stated the size 3 z1 stem didn't feel right after broaching to a 3. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.